Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 208004, expiration date 01/31/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.

Event description:
Customer reportedly received results of 87 mg/dl on the mobile system and 27 mg/dl on the compact plus system within 10 minutes. Low blood glucose symptoms were reported with these results. Customer self treated with grape sugar. No adverse event related to the device was reported. Requested return of suspect device.